Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the son thinks the insulin pump was under delivering. Customer's blood glucose value was unknown. Customer's mother stated that son was not available to troubleshot the pump. The device will not be returned for analysis.